Event description:
While reporting a lost charger, customer stated that her blood glucose level was 42 mg/dl. Customer reported treating the low blood glucose level with milk and food. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.